Manufacturer narrative:
The additional omnilink elite referenced is filed under a separate medwatch report number. Visual, dimensional and functional analysis was performed on the returned omnilink elite. The difficulty was confirmed; however, the stent profile dimensions had already been compromised after handling and attempts to advance through the undersized sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties were likely the result of using an undersized introducer sheath. It was determined that the returned terumo radiofocus introducer sheath was below the recommended inner diameter of 0.085 inches (2.15 mm) as indicated on the omnilink elite product label for this device. As the returned non-abbott introducer sheath was measured at 0.084 inches, it is likely that during the attempt to advance the omnilink stent through the terumo radiofocus introducer sheath, this compromised the crimped stent profile resulting in damage to the stent and the stent outer diameter becoming out of specification as noted on the returned unit. With the stent profile being compromised, this likely contributed to the further occurrences of resistance while attempting to load into the proxy introducer sheath. It should be noted that there is no specific industry definition of 6f sheath dimensions or what it means to have a product that is 6f compatible. The only guidance the sheath producers have is to make the inner diameter larger than 2.00mm and smaller than 2.33mm. This contrasts with the convention for guiding catheters that have a clear definition of a maximum outer diameter of 2.0mm. The lack of clear industry guidance may be a contributing factor to why there is a broad range of inner diameters found in commercial introducer sheaths. In this case, it is likely that user was not aware of the exact inner diameter of the introducer sheath being smaller than the recommended inner diameter of 0.085 inches (2.15 mm), as indicated on the omnilink elite product label for this device and assumed that the 6f label would accommodate the omnilink stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that a kissing stent procedure was attempted for a moderately calcified and moderately tortuous de novo lesion in the iliac artery. The puncture sites were bilateral in the right and left common femoral arteries. Two 9.0 x 59 mm omnilink elite balloon-expandable stent systems were used at the same time; however, were unable to be inserted through the bilateral 6f sheaths. Non-abbott stents were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that the measured crimped stent profile was higher than the maximum crimped stent profile per product specifications reference.